Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for hypoglycemia on with a blood glucose level of blood glucose of 33 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The customer stated that they have been having too many low blood glucose levels in the mornings for almost a month. The customer stated that while in the hospital they could not get any food in. Troubleshooting was performed; the time/date was incorrect. Assistance was provided to correct the time/date setting. The customer stated that due to hip replacement, there were changes to their life style and the settings of the insulin pump were changed by the doctor. The insulin pump remains in use.